Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient faced that the infusion set cannula was bent, which caused the patient's blood glucose level 250 mg/dl after eating oatmeal 300 after 30 minutes 400 took 3 units of insulin g6 sensor 11 o clock and had dizziness and throwing up used manual insulin shot delivered 10u after 3 hours down to 300 mg/dl and 15u insulin delivered. Patient use insulin injection to control high blood glucose levels. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.